Event description:
Patient revised because of loose tibial tray.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not verify or identify any evidence of product contribution to the reported event. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.